Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check failed. Patient sensors 1 and 2 were unresponsive. The failure was due to a shorted c76 capacitor on the I/o board. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During the internal inspection, the power supply was found to have some brown residue on its case. No other physical discrepancies were encountered during the internal inspection of the power supply. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on c76 capacitor on the I/o board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a patient pressure not constant warning during step 1 of setup for treatment. The patient sensor 1 read (-313/-4.5) and patient sensor 2 read (-312/-415). At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however it was not available. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.